Event description:
It was reported that the patient went to the emergency room due to the pain from the back towards his front. An injection was given to the muscle near the lead wire for the pain. The physician suggested the lead irritating the muscle. The pain was present with and without the stimulation. Follow-up indicated the pain persisted in the rib area. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.